Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient scratched their head and developed an infection. No diagnostics or troubleshooting were performed. The implantable neurostimulator (ins) system for the occipital area was explanted. The patient was not to seek a replacement for the device as they no longer needed the therapy. The issue was considered as resolved at the time of this report. The indication for use for the implanted device was noted as spinal pain. The patient status at the time of this report was noted as "alive - no injury". If additional information is received, a follow-up report will be sent.